Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient hadn¿t made an appointment to see the rep. There were no plans to resolve the event and the event was noted to be unresolved with no further actions planned. It was noted that this was due to patient usability issues as the patient had physical difficulties with recharging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain and non-malignant pain. It was reported that the patient was having a great difficulty charging the device. They were unable to recharge and had poor coupling. They also had a decrease in pain relief in their back. This event was noted to be ongoing and the patient was going to follow-up with the manufacturer for troubleshooting. The cause of the issues was not provided. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). The event onset date was noted to be (B)(6) 2019. It was reported that the patient could not get the charger to connect to the unit to get it to charge. During a call to the patient on (B)(6) 2020 they reported they had not followed up with a manufacturer representative (rep) yet as they felt and hurt their shoulder and could not lift their arm. No further patient complications were reported as a result of this event.